Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not yet received.

Event description:
It was reported that the patient did not charge their ipg as recommended and the ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced on (B)(6) 2025 to address the issue. During ipg replacement the patients lead had a high impedance. As a result, the lead was also replaced on (B)(6) 2025 to address the issue.